Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the trek coronary dilatation catheters instruction for use (IFU): all air must be removed from the balloon and displaced with contrast prior to inserting into the body. It is indicated that the complaint device is not returning for evaluation; therefore a failure analysis of the device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. A non-abbott guiding catheter and non-abbott guide wire were placed. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue. The bdc was prepped inside the patient's anatomy. The bdc was advanced to the target lesion without resistance; however, during inflation the balloon ruptured at 6 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x12mm nc trek bdc and a xience alpine stent implant were used to successfully complete the procedure. There was no additional information provided.